Event description:
The physician was using this balloon trocar and was complaining of the gray rubber on the device falling off. Plastic insert kept falling inside the port which the physician found to be dangerous. The physician does not know what caused this problem. We have seen this type of problem with this device before. We immediately called the supervisor, who came and took appropriate actions to report to the company for defectiveness. The patient did not suffer any injury from the device malfunctioning but for future use the device should be brought to the company's attention. The patient had a prolonged or time due to retrieving the broken part; otherwise, no injury.